Manufacturer narrative:
Eval summary: two samples were returned for eval. Dimensional inspections were performed; the devices were measured and compared to specification, the devices were found to be within the manufacturer's specification for length. A functional test was performed where the devices were placed into a fluid warming unit; both devices were found to functional correctly with no alarms. No failure was detected and the products were within specification.

Event description:
The customer attempted to use 10 devices which were too long before finding one of the correct length to function properly. No pt injury or adverse event was reported.